Event description:
It was reported that when using the bd pyxis¿ medstation¿ es power cable was damaged. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the physical damage to the power cable, which caused exposed wires. The field service engineer replaced the damaged power cable with a new one. The system functioned as intended after the field service engineer repaired the device.